Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl defibrillator delivered a shock when no wanted by the nurse. There was no adverse patient impact.